Event description:
Additional information received indicated the electrical anomalies noted of the right ventricular (rv) lead was due to the rv lead being fractured. The rv lead was capped, and a new rv lead was successfully implanted on 08 nov 2023. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise, high capture thresholds, and high voltage defibrillation on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.